Manufacturer narrative:
The device was serviced at the customer site. Flow rates were all normal throughout testing and also matched those taken from external sensors. Device tested normally throughout servicing. Review of logs demonstrated that the average arterial flow rate offsets during recent cases were all within tolerances. Device passed all applicable testing. The perfusion data for the case was reviewed. Upon review, during the final period of liver on board, stable flows, normal arterial and ivc pressures, normal arterial and portal pinch valve demands, and normal target pump speed were noted with lower than typical arterial and ivc flows. With periods of backflow removed, the average arterial flow during the final period of the liver on board mode lower than typical. The root cause of the reported event could not be conclusively determined.

Event description:
It was reported that hepatic artery flows were noted to be low during the first 5 hours of perfusion. The liver was discarded.